Manufacturer narrative:
Report source: article titled "association between degenerative spondylolisthesis and spinous process fracture following interspinous process spacer surgery", by david h. Kim, md, nael shanti, md, mark tantorski, do, jeremy shaw, ba, ling li, msph, juli f. Martha, mph, adrian thomas, md, stephen parazin, md. Method; device not returned; followed up with author.

Event description:
In an abstract titled "association between degenerative spondylolisthesis and spinous process fracture following interspinous process spacer surgery", the following was reported: out of 38 patients who underwent interspinous process spacer (ips) surgery at a total of 50 levels (38 at level l4-5, 12 l3-4; 26 1-level, 12 2-level) 11 spinous process fractures were identified by CT in 11 patients (22.0% of levels). Implants included 34 titanium x-stop (medtronic), 8 peek x-stop (medtronic), and 8 aspen (lanx) devices. It is unk how many spinous process fractures occurred in the patient's treated with medtronic x-stop devices. No additional information was reported.